Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily tortuous, heavily calcified, 80% stenosed, mid left anterior descending (lad) artery resistance was met during advancing the 2.5 x 20 mm trek balloon dilatation catheter (bdc) and during the first inflation attempt the balloon ruptured at 14 atmosphere (atm). There was no reported adverse patient effect. A 2.5 x 20 mm trek bdc was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances for the lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.